Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had issues with the insulin pump and sensor. Their local insulin pump trainer and health care professional both looked over the insulin pump and found that it was not working properly. The customer had been experiencing low blood glucose and the sensor would not alert them. The issue started on (B)(6) 2017 when the customer had a high blood glucose of 23 mg/dl. They treated with sugar water and candy. While other times, the customer had to go to the emergency room for treatment. The customer was taken off the device and had gone back to manual shots. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification . Device passed functional testing including the self test, rewind, prime, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with stained serial number label. Device received with minor scratched display window, case and keypad overlay. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).